Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for suture breakage as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6b: explanted date: device was not explanted the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal device was used via an ipsilateral approach through the left groin following a ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was unknown. Multiple sticks were not performed. When the device was withdrawn, the suture broke off. After deploying the anchor, bleeding was observed at the puncture site when the device and insertion sheath were withdrawn, and additional pull force was used during deployment. At that time, a portion of the collagen was exposed to the skin. Tension was applied to the suture while the puncture site was pressed with the left hand; however, bleeding was observed at the puncture site. Then, the suture broke off. When the suture was retrieved, all the collagen was likely retrieved as well. This caused the anchor to detach. They could not confirm if the anchor was left in the patient as the location of the anchor was unclear. There was visual confirmation of the device showing the anchor was missing, and no testing was performed to locate the anchor. It was assumed that the anchor was in the vessel or subcutaneous tissue. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The patient was under observation in the hospital; however, the patient was stable. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.